Event description:
As reported, the day after using a 5f mynx control vascular closure device (vcd) a pseudoaneurysm developed which required thrombin for hemostasis. The device was used in an endovascular thrombectomy. The device was used with a 5f 10cm non-cordis sheath. The mynx vcd was used in an interventional procedure with an antegrade approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30-45 degrees. There was no vessel tortuosity or presence of pvd or calcium at the puncture site. The target femoral site had not been previously closed with any closure device, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were no multiple stick attempts made before intravascular access was achieved. The patient did not adhere to post-procedure limb restrictions. The device is not being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the day after using a 5f mynx control vascular closure device (vcd) a pseudoaneurysm developed which required thrombin for hemostasis. The device was used in an endovascular thrombectomy. The device was used with a 5f 10cm non-cordis sheath. The mynx vcd was used in an interventional procedure with an antegrade approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30-45 degrees. There was no vessel tortuosity or presence of pvd or calcium at the puncture site. The target femoral site had not been previously closed with any closure device, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were no multiple stick attempts made before intravascular access was achieved. The patient did not adhere to post-procedure limb restrictions. The product was not returned for analysis. A review of the manufacturing documentation associated with lot j2511801 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿pseudoaneurysm¿ could not be evaluated. Also, due to the nature of the complaint, the event cannot be evaluated without procedural films since patient related events cannot be duplicated in the lab. Without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors, as well as patient comorbidities, may have contributed to the reported issue. A pseudoaneurysm/bleeding event is a common procedural complication and is listed in the product¿s instructions for uses (IFU) as such. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery into the hematoma cavity. This pouch or sac coming off the artery looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.